Event description:
It was reported that bd alaris texium closed male luer was leaking the following information was received by the initial reporter with the following verbatim patient went to ed due to leaking from 5fu chemo bottle. Ed team noted a crack in the adaptor at the texium point and minimal amount still leaking. Patient sent home with the 5fu chemo bottle connected and leaking. Patient went to community care to have the bottle removed after it finished infusing treatment.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 24075111 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.